Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with lot issues with some infusion sets. The customer states that three sets out of the box became disconnected from the quick release by itself during normal pump use. The customer states that this caused elevated blood glucose levels. The customer states their blood glucose level rose to 460mg/dl. The customer states that they treated the high levels with the pump. The customer is being sent out replacement sets.